Event description:
The patient reported, he jumped into the pool with his insulin infusion device on. He stated he disconnected from the device and switched to his backup infusion device. The patient was advised to turn the infusion device upside down and let it dry out naturally for 24 hours. On follow up, the patient stated the infusion device was dried out and working properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.